Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone and bupivacaine via an implanted pump. In (B)(6) 2015 the pump was delivering dilaudid/hydromorphone 25 mg/ml at 10.07 mg/day) and bupivacaine (15 mg/ml at 6.04 mg/day). The indication for pump use was non-malignant pain. On 19-aug-2016 it was reported that the patient's pump implanted in (B)(6) 2014 was "replaced due to not working; turns out that the tubing was in the wrong location and blocked the spine". The hcp (healthcare professional) "couldn't get the pump to do a pump test and were concerned either the pump or the catheter were the issue". The patient wasn't getting a lot of relief from the pump. They kept increasing and increasing the pump dosage and then they made a determination in (B)(6) 2014 to go see several doctors. The doctors came to the same conclusion that the pump wasn't working when they did multiple catheter dye studies between december 2014 - 2015. Both the pump and catheter were replaced in (B)(6) 2016 which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.